Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was 470 mg/dl. The customer tried to bolus in order to treat for the high blood glucose. The customer's most recent blood glucose was over 600 mg/dl. He complained of dehydration and feeling parched. He did not recall any significant events leading to the hospitalization. The customer was advised to disconnect from the device, remove, rewind, and reinsert the reservoir, then run a manual prime; insulin exited at the quick release. He noted that the drive support cap was recessed. He observed a small air bubble along the infusion set. No bent infusion set cannula was found. He declined to perform the high pressure test. He was advised to change the entire infusion set, reservoir and insulin and to treat per doctor's instructions. He advised that he would monitor the issue and call back if the high blood glucose persisted.